Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 2000 ohms, resulting in a lead safety switch. The clinic was planning on seeing the patient in about a month to evaluate the lead. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).